Event description:
It was reported through the submission of a revision usage sheet that the patient's hip was revised. A shell, 7 screws, mdm metal liner, and adm/ mdm poly insert were implanted. Reason for revision: " recurring hip dislocation. Loosening of the acetabular shell." Left side.

Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown shell was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to shell loosening and recurrent dislocations. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.